Event description:
It was reported, the patient experienced a gradual decrease in device efficacy. The patient recently fell which resulted in a right-sided rotator cuff tear. The patient had an arthroscopy of his right shoulder. The patient stated the neurostimulator turned on and off by itself. There were no reports of burning, shocking or tingling. The patient was seen by the neurologist. The neurologist found the neurostimulator turned off, without any adjustments by the patient. The neurologist and neurosurgeon suspected a possible fracture in the system. Both of the patient's neurostimulators were interrogated in the clinic and the impedances were unremarkable. The patient had x-rays to view the entire system for a possible fracture. The system on the right, where it was suspected to have a fracture, was difficult to view on the x-ray. The patient was scheduled to have the neurostimulators replaced the next day due to battery depletion. The right extension was examined during replacement surgery. The right extension looked good; however, the hcp decided to explant the extension. The hcp took out the plugs, dried them off, and reconnected the extensions to the neurostimulators.